Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm on (B)(6) 2016 due to a communication issue between the pump motor controller and the user interface controller. The controller was sent to the supplier, where an investigation determined that the most likely cause of the failure was due to a faulty pump motor controller, possibly due to a static random-access memory (sram) failure. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that there was a controller fault. The patient was doing fine the entire time.

Manufacturer narrative:
A supplemental report is being submitted for additional information received from regulatory body. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient changed the controller because the controller unit displayed the message that the controller unit was defective and was accompanied by a controller fault alarm. The patient visited the outpatient department and when trying to read out the controller, the controller started to alarm again. The controller was replaced. No patient complications have been reported as a result of this event. A software update on the controller was deleted or deactivated.